Event description:
A home patient contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of their homechoice machine, during dwell 4 of 5 of their automated peritoneal dialysis therapy. The technical services specialist checked the setup and found a leak. No patient injury or medical intervention was reported per the home patient. No additional details were available.